Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however the patient was stable following the device revision procedure.

Event description:
The patient presented in clinic with persistent discomfort at the device implant site. The patient was hospitalized and the device was relocated to a sub-muscular location. The patient's condition was stable following the procedure.